Event description:
Event description guidant received information that immediately following a routine implantable cardioverter defibrillator (ICD) change-out procedure, right ventricular (rv) impedance measurements were found to be elevated to an out-of-range level. An absence of markers was noted when the patient was in atrial fibrillation (af), only seeing an occational atrial pace (ap) marker. During this change-out procedure the physician had difficulty tightening the right venticular (rv) setscrew. In january 2005, guidant received information that the ICD had been programmed off for a medical procedure. After reprogramming it on a loss of atrail sensing was observed. Thresholds measurements were within normal limits and no noise was noted. Only two non-sustained events have resulted.